Event description:
The customer's daughter reported that her mother was hospitalized for high blood glucose levels with a reading of 487 mg/dl and ketones. Prior to the event, the customer was getting no delivery alarms. The customer changed the infusion set, but continued to experience high blood glucose levels. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.